Event description:
Patient relative reported patient "has developed this exact, rare lymphoma, from implants." Pathological markers confirming alcl have not been received. Affected side is unknown. The device status is unknown.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rare lymphoma".

Manufacturer narrative:
Clarification to d.4.: affected side is unknown but device information was provided for each side noted below. Right: inspira tsx, catalog: n-tsx340, lot number: 2089260, serial number: (B)(6); left: inspira tsx, catalog: n-tsx285 lot number: 2070699, serial number: (B)(6).

Event description:
Patient relative reported patient "has developed this exact, rare lymphoma, from implants." Pathological markers confirming alcl have not been received. Affected side is unknown. The device status is unknown.